Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
There was no adverse consequence to the patient. It was reported that error 200 14 occurred.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary- the device was sent to the service center for evaluation. Testing of the generator could not duplicate the reported error code 200-14. Possible root cause for error code 200-14 to occur could not be determined. Further investigation identified a bad contact in the socket where the electrode is plugged into the generator. During the testing an error code of 400-14 was identified. The socket was replaced and the generator passed the testing process and the generator functions as expected. A check of the manufacturing finished goods records for the reported serial number went under review. These serialized devices were released for distribution on (B)(6)2012 expiration date not applicable. There were no anomalies or discrepancies in the manufacture of this lot. A review of the depuy synthes mitek complaints system revealed no other complaints of any type for this serialized device. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI:(B)(4).